Manufacturer narrative:
The customer was able to resolve the reported error message user advisory (ua) 45 (not at "home" position after power-on/restart) by rotating the shaft to "home" position with the instruction provided by the zoll technical support over the phone. The platform will not be returning to zoll for evaluation. The cause for ua 45 was due to user error. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the platform was powered on, a user advisory 45 will occur. Thus user advisory will persist until the driveshaft is returned to its home position. To clear user advisory 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position, and then restart. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse (B)(4).

Event description:
During shift check, the autopulse platform (B)(4) was displaying an error message user advisory (ua) 45 (not at "home" position after power-on/restart) and cleared by zoll technical support over the phone. No patient involvement.